Manufacturer narrative:
Date sent to the FDA: 03/03/2020. Additional information: an empty labeled winding former and a needle-suture piece of product were returned for analysis. During the visual inspection of the used needle-suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture piece busted were observed. Also, body fluids and slice at the end due to use were noted. Additional, per the condition of the sample the functional test can¿t be performed. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Representative samples: an empty opened box and seven unopened samples of product was returned for analysis. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot (B)(4), and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the specific number of devices with suture breakage in this procedure. 3 how was case completed? With same like product. Note: events reported in 2210968-2020-00307, 2210968-2020-00308, and 2210968-2020-00309.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and suture was used. During the procedure, the suture broke with only slight tension. Another like device was used to complete the procedure. There were no adverse patient consequences. No additional information was provided.